Event description:
A tube was placed on the versacell sample management system and was found dropped behind the sample probe tip remover of an advia centaur instrument. The customer was able to retrieve the sample tube and use the sample, as no sample had spilled from the tube. It is unknown if any results were reported to the physician(s) for this tube. There are no known reports of patient intervention or adverse health consequences due to the dropped tube.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered the advia centaur instrument probe pierced the sample tube and the tube stuck to the probe, then fell. Customer stated the operation of the instrument was without error after this instance. The cause of the dropped tube was due to the advia centaur xp probe getting stuck to the tube. The instrument is performing according to specifications. No further evaluation of this device is required.